Event description:
It was reported that during use, the pilot balloon broke and the patient had to be reintubated. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). During inflation/deflation testing the cuff of the returned sample could not be inflated or deflated. The pilot line valve was damaged and presented a restriction. The failure mode of air restriction at the pilot line valve was confirmed. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4)